Event description:
Pt admitted to hosp for dilivery of breech twins via c-section. During the c-section it was noted that the tip of a pair of scissors was missing. X-ray of abdomen taken and found to be negative for any foreign bodies.